Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(4).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 24.5 mmol/l, 12.9 mmol/l, and 9.0 mmol/l. The customer then tested 7.9 mmol/l on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.